Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had second occurrence of a pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer experienced leaks in the reservoir. The customer declined to perform displacement test. The device is not expected to be returned for analysis.